Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 370 mg/dl and an insulin injection was administered to address the bg level. The customer performed a system check and determined that the site was not the cause of the occlusion. The customer changed the cartridge, infusion tubing and site. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.